Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, right, sz 3 (cat# 02-010-03-0330 / serial# (B)(4)); lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial# (B)(4)); three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, on (B)(6) 2018, patient underwent surgery utilizing recalled exactech component parts. No patient revision scheduled. No other patient information/medical history reported. Additional information received indicates that patient presented back to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their right tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient had revision surgery on (B)(6) 2023. The patient underwent a right tka total implant revision to competitors device due to a bent/malfunctioning locking mechanism of the exactech tibial baseplate, a poly exchange was not possible. The locking mechanism was damaged due to the poly wear and metal-on-metal implant contact. There was no breakage of a device or surgical delay/prolongation. Patient left the operating room (or) stable following full revision. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation due to the recalled poly insert was required to be sent to the lab and legal at the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of prosthesis wear. The reported metal-on-metal implant contact and locking mechanism damage was likely secondary to the full thickness tibial insert wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.